Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was could not be determined.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified. This alarm occurred on (B)(6) 2012, during night drain 5. This information meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.